Event description:
A cv232 sre iol, which was implanted (date unknown), has been observed with light opacification and a crack. The surgeon does not plan to explant the lens. Several attempts have been made to obtain additional information. No further information is available at the time of this report.